Event description:
It was reported that during a spontaneous pneumothorax, the surgeon discovered that the cartridge did not totally fire, there were still staples present in the cartridge. The tissue that was stapled was bleeding. The surgeon converted the case to open. There was no consequence to the pt.